Event description:
It was reported that the balloon became entrapped on the guidewire. Mustang 9.0 x 80, 75cm balloon was selected for the index procedure. The balloon was used with a non-boston scientific guidewire. Upon removal, however, part of the sheath remained attached to the guidewire. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.